Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He addressed the failure back to the stirrer motor which stopped spinning. He replaced the part and the reported error was solved. After that, several start tests errors appeared. The technician replaced the distribution board and he was able to solve one error code only. Afterwards, he determined that the processor board had to be replaced. He returned for a second visit to complete the activity and the issues were completely solved by the replacement of the processor board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the replaced components were returned to livanova for further investigation. During the investigation it was observed that the stirrer motor and the distribution board were not defective. The processor board had an electronic fault and the stirrer motor started running at maximum speed.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was displaying an error code during setup and that there was a burning smell coming from the device. There was no patient involvement.